Manufacturer narrative:
E1: pateint city : (B)(6) patient country: mexico

Event description:
Reference number (B)(4). Event occurred in mexico it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from reservoir. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013178 in question was manufactured at the reynosa site. DHR review: the lot 6013178 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 06-may-2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5e00301 was manufactured according to the wi version 29 and assembled in the quickset line, on 06-may-2025, with a total of (B)(4) units. The lot 5e00302 was manufactured according to the wi version 29 and assembled in the quickset line, on 06-may-2025, with a total of (B)(4) units. The lot 5e01462 was manufactured according to the wi version 29 and assembled in the quickset line, on 07-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5d04727 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 03-may-2025, with a total of (B)(4) units. The lot 5d03448 was manufactured according to the wi version 42 and manufactured in the line mp04, and mp08, on 05-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test 6 an extended was found for contamination in four samples and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.